Event description:
A registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the rn clarified that the leak took place 30 to 45 minutes into the hd treatment. The leak was internal, but visually seen. The fresenius 2008t machine did alarm appropriately. Blood test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was greater than 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9.,g.3.,h.3. The complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a potted fiber fragment was observed on the non-cavity ID end of the dialyzer. The fiber fragment extended from the potting surface approximately 3.33 mm in length, under magnification (x20), at approximately 10°, with the dialysate ports situated at 0°. An opposing end to the fiber fragment could not be isolated. No other damage or irregularities were noted on the returned sample. A review of the production record was performed. The production record review showed there were multiple approved temporary deviation notices in the production of this lot. They are unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
An registered nurse (rn) reported that a dialyzer blood leak occurred during a hemodialysis (hd) treatment. In a follow up, the rn clarified that the leak took place 30 to 45 minutes into the hd treatment. The leak was internal. The fresenius 2008t machine did alarm appropriately. Blood test strips were not used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed with the same machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.